Event description:
Complainant states: "smelled like something was burning, started smoking in the back where the gases screw into vent."

Manufacturer narrative:
The failure was located to the air gas module. Investigation showed a broken overheated circuit (ic15) on a printed circuit board (pc 1741) within the gas module regulating the flow. The failure may cause delivering of increased volumes to the patient circuit. The root cause to the component failure cannot determined. In case of failure during usage minute volume alarm will be generatored at user set limits.